Manufacturer narrative:
(B)(6) 2016 01:04 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). (B)(6) 2016 11:37 am (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not available for investigation. The failure is known to maquet cardiopulmonary and was thoroughly investigated under (B)(4). An investigation of oxygenators show that the venous pressure sensors were corroded. A white crystalline substance was found on the pins of the pressure sensor. The priming solution led to electrolysis when the cardiohelp starts to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" leads to implausible sensor pressure readings. It has been shown that a dried electrolyte plug in this state has no impact on pressure sensor readings. The electrolyte (saline - priming solution) etches the pins of the plug. The most probable root cause is that varnish applied on pcb and plugs on the venous pressure sensor does not resist ething caused by the saline. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported the pven pressure was reading +400. Customer inquired as what it could be. Maquet territory manager stated it could be the cardiohelp console or the hls disposable. It could be something wrong with the internal pressures or the small cable that connects to the pressures to the cardiohelp console. Received another call stating the person running the case checked all the connections. The pven (venous pressure) went back to running normal. Received another call and it was communicated the pven went bad again. The customer then changed out the small black cord from the machine to the disposable. The pint and part were fine but the pven had dashes. Treatment was not delayed and there was no reported patient effect. (B)(4).